Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not communicating critical low and restock alerts. A technical support specialist (tss) contacted the customer to gather additional details regarding the reported issue. The tss was informed that another analyst had cleared items on the just-in-time server, which was believed to have resolved the issue. The tss then checked on server changes crossing over. Follow-up communication with the customer confirmed that no further issues were being experienced at that time. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.